Event description:
Pt reports she is in the hospital at the moment due to heart issues. No additional information provided. Indication: unilateral primary osteoarthritis, left knee; other meniscus derangements, unspecified meniscus, left knee. Reported to (B)(6) by pt/caregiver.